Event description:
It was reported that the ventilator generated a technical error code indicating a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the control printed circuit board (pcb) was replaced and returned for investigation. Our investigation revealed that when the returned control pcb was connected to a test ventilator, a technical error code indicating a communication error was generated. The received logs confirmed the reported technical error code indicating a communication error in (B)(6) 2022. If the reported fault condition occurs during ventilation, ventilation will stop. It will be detected at startup through the reported technical error code and during ventilation with related error codes. Audiovisual alarms will be generated. The conclusion is that the reported problem with a communication error at startup was confirmed during the investigation. This is considered an exceptional component failure although the failing component was not identified.

Event description:
Manufacturer's ref.#: (B)(4).